Event description:
Device base returned to lab. Customer stated that the contacts look as if they have been damaged. A request was made for the return of the suspect device and replacement product was sent.